Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Following a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the patient expired. Atherectomy was performed on an 85% stenosed lesion in the right coronary artery (rca). The lesion was treated with two passes of the oad on low speed. Following each pass, the patient entered asystole temporarily before recovering with no additional intervention. The oad was removed and a stent was placed in the rca. No additional atherectomy was performed, however stenting was also performed to treat lesions in the circumflex and obtuse marginal branches. Following the procedure, the patient status declined and the patient expired. It was found that the circumflex and obtuse marginal branches contained thrombus which occluded the vessels. There was no allegation by the physician that the patient death was related to csi devices.